Manufacturer narrative:
Qn# (B)(4). The customer returned one guide wire and dilator for analysis. Signs-of-use were observed on the guide wire body. Visual analysis re vealed two severe kinks on the guide wire body. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were spherical and intact. The kinks on the guide wire measured 249mm and 271mm from the proximal tip. The guide wire total length measured 452mm which is within the specification limits of 450mm-458mm per the guide wire graphic. The guide wire outer diameter measured .800mm which is within the specification limits of .788mm-.826mm per the guide wire graphic. Functional inspection was performed per the following IFU statements: "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". "Use tissue dilator to enlarge tissue tract to the vein as required. Follow the angle of the guidewire slowly through the skin." The guide wire was inserted through a lab inventory ars/introducer needle subassembly. Resistance was observed at the kinked portions of the wire. The guidewire was also advanced through the returned dilator and again, resistance was observed at the kinked portions of the wire. A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit provides the following warnings, cautions and instructions for the user: "warning: do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire". "Do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed two severe kinks on the guide wire. The guide wire met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "during the procedure, md found the guide wire badly bent. It immediately replaced it with a new product and completed the procedure without any problems". No patient harm reported.

Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: "during the procedure, md found the guide wire badly bent. It immediately replaced it with a new product and completed the procedure without any problems". No patient harm reported.